Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
We put one of the anchors in and it did not take. The anchor did not even shorten or widen out meaning I think it was a defective anchor. It was sent back for analysis. The lot number was different than the other anchors.